Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The devices were able to fire a couple of clips and then jammed and would no longer work. Another device was used to complete the case.

Manufacturer narrative:
The analysis results for the el5ml instrument (a) confirmed that it was returned non-functional as the left ramp was noted to be broken. The instrument was returned with only one clip present, the clip was fired and the device locked out, however, the orange indicator was not showing up completely. The clip was not properly formed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device (b) was received in good visual condition. The device was received partially cycled and with a j clip in the jaws, the clip was analyzed and no conclusion could be reatched as to how the clip was not properly formed. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.